Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure that the surgeon felt resistance in the roll axis, and noted that the sureform 60 stapler had to be unwound or rotated in the opposite direction to achieve control of the instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that finding the middle range of motion for the rotation axis should help with resolving the issue sooner. The caller noted this and stated they would provide guidance to the site on the next case to follow. The procedure was completed with no reports of patient injury. Isi followed up and obtained the following additional information: according to the clinical sales representative (csr), the stapler sureform 60 was inspected prior to use and there was no damage or anything out of the ordinary noted. At the time of the incident the surgical task being performed was stapling tissue on the stomach. The surgeon felt resistance when attempting to roll the stapler, and the surgeon prefers to have the reload on the bottom and the surgeon experienced resistance when trying to roll the stapler. The stapler reload color involved was blue and the stapler fire involved was all of them. The stapler sureform 60 worked the entire procedure and fired, the only issue was just resistance when rolling. The issue occurred as soon as the stapler was placed on the arm and the issue noted was rolling resistance. There were no error messages that were generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used. There were no malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. Tissue was not calcified. Tissue had not been exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. The csr noted that the issue with the stapler sureform 60 was not resolved, since the surgeon just proceeded using the stapler since it fired and patient safety was not compromised. Fragments did not fall into the patient. The procedure was completed robotically with no patient injury or harm. Patient demographics were not available.

Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive tech support engineer advised the site that finding the middle range of motion for the rotation would help resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required. Isi has not received the sureform 60 stapler for evaluation. A follow-up MDR will be submitted (post-evaluation) if the instrument is returned and/or if additional information is obtained. No image or procedure video was provided for review. A review of the instrument log for the sureform 60 (pn: (B)(4), batch-sequence: l12220725-0483) associated with this event has been performed. Per logs, the stapler was last used on (B)(6) 2022 on system (B)(4). Sureform staplers are single use instruments. A procedure log review confirmed the sleeve gastrectomy procedure on (B)(6) 2022 on system (B)(4). This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.